Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was user ever able to open device? How was device opened?

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open. There was no damage on the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
Event originally stated the device would not open, however, the device was opened manually.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received with the jaws partially closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, during the second firing sequence the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was did not show up, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.